Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/26/2013 with the following findings: a review of the pump history showed that the date/time was changed manually twice. A five day timekeeping accuracy test was performed and the pump was able to maintain time accurately. The pump was able to maintain time accurately during a one hour post time keeping test as well. The complaint that the pump was not keeping time and dates accurate was not able to be duplicated during testing. No pump related defects observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s grandmother contacted animas alleging that the subject pump¿s date and time was changing on its own. During a follow-up call with the reporter, the reporter informed the animas representative that the pump issue first occurred approximately 1 year prior. The reporter stated while reviewing blood glucose (bg) logs of patient, she noticed the time and date were off and corrected the pump settings at that time. The patient¿s grandmother reported that the issue reoccurred in (B)(6) 2013 and most recently one week prior to contacting animas. The reporter stated the pump showed results with future dates of (B)(6) with the incorrect time. At the time of the call, the reporter mentioned at the time she discovered the incorrect date and time on the pump, the patient¿s bg readings were high in the 200 mg/dl to 300 mg/dl range with symptoms of irritability. The patient¿s grandmother stated that the patient¿s bg usually ran in the 100 mg/dl range. The reporter stated the pump¿s date/time were corrected and the patient continued to use the pump. The patient would bolus recommended amount for elevated bgs and her readings would come back to target range. At the time of the follow-up call, the reporter confirmed that the patient had discontinued use of the pump and had been on a loaner pump for approximately one week. Based on the information provided, there is no indication that the subject pump caused and/or contributed to a serious injury. The patient¿s reported bg readings and symptoms do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged pump issue with date/time changing remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.